Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had pain at the ipg and lead sites and was experiencing ineffective stimulation. Surgical intervention was undertaken and the system was explanted.

Manufacturer narrative:
Correction b5: additional information received reports that the patient did not undergo an explant on (B)(6) 2024 as previously reported. Correction e1: physician has been updated.

Event description:
Additional information received reports that the patient did not undergo an explant on (B)(6) 2024 as previously reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.